Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician realized that the jet7 had a "bump" which prevented it from being inserted into the neuron max. Therefore, the jet7 was removed. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68) and the same neuron max. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.